Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "intraoperative breakage."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The conical extractor was visually inspected and the proximal tip of the extractor is partly broken off. The broken-off piece was not returned for investigation. The breakage surface shows the typical structure of breakage in a ductile manner due to bending overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to user-related as breakage happened due to the application of bending overload. If more information is provided, the case will be reassessed.

Event description:
As reported: "intraoperative breakage."